Event description:
A lens accountability form (laf) for a aa4203tl toric optic silicone single piece lens was rec'd from the facility stating the surgeon chose a different lens due to capsular defects. The facility was contacted but no further info was available. Lens was discarded.

Manufacturer narrative:
(B)(4): capsular defects. Eval method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the work order. Conclusions (no conclusion can be drawn): the product pertaining to this claim was not returned for eval. Based on the complaint history, work order search, a specific root cause of the event could not be determined. (B)(4).